Event description:
A meter to lab comparison test was made with the reporter's meter (capillary) reading 118 mg/dl and the lab (venous) result: 218 mg/dl. Tests were done side by side, within 10 minutes. There were no symptoms. On follow-up, the reporter, a recently diagnosed diabetic, stated that he did not have control solution for testing and has never used it before.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8